Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text : device not yet returned

Event description:
No patient was involved in this event. Device observed switching on automatically.